Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This emdr was submitted to represent the bard/davol 3d max mesh (device #2). Additional supplemental emdr represents the bard/davol 3d max mesh (device #1). Note, the manufacturing date (15-may-2011) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2011 - patient was diagnosed with bilateral inguinal hernia thereby underwent laparoscopic repair with the implant of 3dmax meshes (device #1, #2). Per op notes, ¿there was a right inguinal hernia defect and a very small left inguinal hernia defect. On right, a large 3dmax mesh (device #1) was placed in the defect and sutured. On left, a large left 3dmax mesh (device #2) was placed into small defect.¿ on (B)(6) 2014 ¿ patient was diagnosed with right inguinal neuralgia thereby underwent open repair. Per op notes, ¿the mesh (device #1) was noted. The nerve coming from lateral to medial were resected. The minimally loosened mesh was tacked back.¿ on (B)(6) 2014 ¿ patient was diagnosed with peripheral neuropathy and neuroma in left inguinal region thereby underwent laparoscopic excision of peripheral neuroma. Per op notes, ¿perforating through the external aponeurosis and headed down toward the inguinal region was a large nerve peripheral nerve bundle were resected along with additional nerve."